Manufacturer narrative:
The pump has been returned for eval but the eval is not yet complete. Once the eval is completed, a follow-up reort will be filed.

Event description:
The facility's biomedical engineer reported to baxter's quality relations team an infusion pump changed rates on its own causing it to overinfuse. It was reported that the pump was set to infuse a 1000ml bag of 1/2 normal saline at a rate of 70ml/hr but in a half an hour, the pump set up to infuse at a rate of 500ml/hr on its own. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available. Alternate contact info was requested but no alternate contact was identified. No pt injury resulted and there is no adverse outcome associated with this report.